Event description:
The powersail coronary dilatation catheter was inflated to 12-14 atm, during an attempt to withdraw the balloon catheter with a gentle pull, the device separated. An attempt was made to retrieve the separated portion of the device, but was unsuccessful. The pt was sent to surgery to remove the separated portion of the balloon catheter. Additional info received indicated that the pt was experiencing pain and had symptoms of myocardial infarction however, no signs of myocardial infarction were observed in the myocardial tissue during surgery. The pt is currently recovering in the hosp.